Event description:
The wire guide broke in two as they were trying to remove it - part was left in the patient; they tried to retrieve it with a lasso but were not successful. The patient returned to surgery in 2009, and the piece of the wire guide was retrieved successfully. Patient is fine.

Manufacturer narrative:
This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. A caution label is supplied with the cope mandrel guide states; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage."